Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the autoclavable camera head exhibited disconnection in cable unit and poor quality image. The issue occurred during the maintenance. There were no reports of patient involvement.